Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that his blood glucose readings were not stored in the memory of the contour next usb meter. During the call, it was found that the date and time set on the meter were incorrect. A blood test was performed by the customer during the call and the reading was not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed, for the suspected contour next usb meter. And no manufacturing anomalies were found.